Event description:
It was reported by the (B)(6) that a (B)(6) female patient underwent a diagnostic coronary catheterization procedure at the right common femoral artery (cfa) on (B)(6) 2011. A pre-procedure femoral angiogram was taken and revealed no abnormalities. Post procedure, the physician, a trained user of mynx, chose the device for femoral artery closure. It was reported that prep and deployment of the device were per the instructions for use (IFU). Hemostasis was successfully achieved with the mynx. After the 2 min hold, the registered nurse (rn) lifted her fingertips and noticed redness at the access site. She lifted the drape and noticed the patient's thigh was red with hives. The rn looked at the patient's left leg to compare and there was no redness or hives present. The physician diagnosed an allergic reaction to polyethylene glycol (peg), based on a physical exam. The patient was given benadryl intravenously as well as hydrocortisone cream to apply to the affected area. The hives and alleged allergic reaction cleared up and patient was scheduled for discharge a few hours later. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1120111) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.